Event description:
It was reported that the customer experienced unexplained high blood glucose levels and that the insulin pump had an unresponsive keypad. The blood glucose reading was 545 mg/dl, which the customer treated for with the insulin pump. She complained of nausea and stated that she was unable to navigate the alarm history menu. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened buttons dome switch. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip and cracked reservoir tube window.